Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. Since this event occurred in the united kingdom (part number asp-4/b), this is reported on the same/similar part number (4992508/a) that is approved for distribution in the united states.

Event description:
Patient experience report involving the aspira® product family included a report involving a male patient aged 18 years or older where the catheter was damaged/ broken. The catheter was located in the chest for drainage.

Manufacturer narrative:
Merit medical received a patient experience report involving the aspira catheter. The patient reported pain, catheter damage described as breaking, cuts, or valve damage, and difficulty connecting and disconnecting the catheter from the drainage bottle. The catheter was located in the chest. No serious injury, medical intervention, or clinical consequence was reported. The event was initially submitted as a malfunction report. Upon further review and rerunning the FDA reportability decision tree, merit medical determined that the reported issue would not cause or contribute to death or serious injury if the event were to recur. If connection difficulty, catheter damage, or discomfort were to recur, the situation could be identified by the patient and mitigated by ensuring the drainage line and catheter are securely connected, using a new drainage kit when appropriate, and contacting the healthcare provider for additional instruction. Based on this reassessment, the event does not meet the reporting criteria under 21 cfr 803 because there was no death, serious injury, or reportable malfunction. Merit medical requests that this supplemental report supersede the initial submission and that the original MDR be considered non-reportable.

Event description:
No injury was reported. Supplemental report submitted to correct the initial report after reassessment determined the event is not reportable under 21 cfr part 803.